Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver 1000 ml of 5% dextrose and 0.45% normal saline, at the rate of 125 ml//hour, via a gemstar pump. After an unspecified length of time, the homecare patient's wife reported to the user facility that the pump alarmed for an unspecified air in line. It was reported that an unspecified volume of air was seen proximal to the air eliminating filter of the tubing set. The customer contact reported that the patient's wife was unable to clear the alarm .the patient's wife was instructed over the phone to replace the solution container and tubing set. The solution container and the tubing set were replaced and the therapy was resumed. No air was delivered to the patient. There were no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.